Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm, 33cm endo metzenbaum scissors (curved), minor dings and scratches were noticed throughout the shaft of the device. The 5mm, 33cm endo metzenbaum scissors (curved) were inserted into a known good 5mm peek multifunctional handle. Using the handle, the metzenbaum scissors were able to open and close successfully, but there was slight resistance when opening and closing, which created the usage of more force while trying to operate. Following, the device was then tested using porvair material. A cut was made at a 1/4, 1/2 and full depth of the blade on the material. All three cuts had to be made several times at each depth in order to make a complete cut through the porvair material. The probable root cause/s could be normal wear and the inability of the metzenbaum scissors to operate without using excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.